Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with a belt. The monitor's electrode belt connector was broken free from the monitor enclosure, causing it to be partially unplugged from the j1001 on the ca board. Additionally, there was contamination found on the ca and defib boards. The root cause for the damaged receptacle was excessive force. The root cause for the contamination was ingress of an unknown liquid. The device is designed to meet iec 60601-1 mechanical requirements. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.